Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2024. During withdrawal, after completing the dilatation of the target site, an attempt was made to deflate the balloon, however, the balloon could not be deflated completely. Despite severe resistance as it was not deflated completely, the device was forcefully removed from the forceps channel. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2024. During withdrawal, after completing the dilatation of the target site, an attempt was made to deflate the balloon, however, the balloon could not be deflated completely. Despite severe resistance as it was not deflated completely, the device was forcefully removed from the forceps channel. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated and deflated without problem and hold the pressure without any evidence of a possible leak of air. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The results of the analysis performed on the returned device found no visible damages to the device and the balloon was able to be inflated and deflated without problem and hold the pressure without any evidence of a possible leak of air. Therefore, the most probable root cause is no problem detected.